Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire on the jaw separated. The abnormal wire was seen at the end of the case. The hospital did not report any patient effects.

Manufacturer narrative:
"No patient involvement" to "no consequences or impact to patient". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire on the jaw separated. The abnormal wire was seen at the end of the case. The hospital did not report any patient effects.